Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024 due to poor device performance from activation. The patient being implantated after removal of neurological tumour. Unfortunately, no development of hearing sensation with the implant. There are no plans to reimplant the patient with a new device as of the date of this report.